Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-ipg-r-MRI upn: m365sc12320, model: sc-1232, serial: (B)(6), batch: 765465.

Event description:
It was reported that the patient was experiencing inadequate pain relief due to spinal cord stimulation (scs) lead had high impedances. The patient underwent revision procedure wherein the implantable pulse generator (ipg) and lead was replaced. The patient was doing well postoperatively. The explanted devices were discarded.